Event description:
It was reported that the asymptomatic pacer dependent patient presented for a normal generator change out. Review of stored electrograms revealed that the right ventricular lead exhibited noise and auto mode switch episodes. The noise caused pacing inhibition. The lead was capped and replaced and the procedure was completed successfully with no complications.